Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Twelve months of complaint history data was reviewed from this product. Based on the review, this was the only case registered for this complaint issue with this product icc number within the previous 12 months.

Event description:
Report received indicated the pt's stoma bled slightly due to a poor fit and the nurse was able to stop the bleeding. No further info was provided and the pt outcome was not reported.